Event description:
It was reported that a user contacted support regarding uncertainty about appropriate meal announcements on the ilet and concern that the insulin history screen numbers did not reflect total insulin delivered, with additional discussion that selecting smaller meal sizes to avoid hypoglycemia could lead to suboptimal dosing. Symptoms included anxiety of low glucose without reported hypoglycemic episode. Outcomes included user education, reassurance, and guidance on proper meal announcement use. Investigation included a review of device use and user technique through troubleshooting and education. Investigation of this case revealed user-related dosing behavior, announcing incorrect meal sizes in attempt to manage blood glucose, and misunderstanding of insulin delivery display. It was concluded that the device functioned as designed and the event was attributable to use error addressed through education.